Manufacturer narrative:
A review of the manufacturing records verified that the lot met all pre-release specifications. Updated conclusion codes per the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2019, a 22fr gore® dryseal flex introducer sheath was used as part of a thoracic endovascular aortic repair. During the procedure, the sheath was inserted through the patient's left femoral artery (measurement not available), and all stent grafts and stents were advanced and deployed as planned. According to the report, no resistance was felt during advancement of the sheath. After removal of the sheath, access vessel rupture was reportedly observed. A gore® viabahn® endoprosthesis with heparin bioactive surface was implanted from left common iliac artery to left external iliac artery to treat the rupture. The patient¿s left internal iliac artery was intentionally covered. Pta ballooning was performed and no leakage was observed. The procedure was concluded without any further reported complications. The patient tolerated the procedure.